Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device pocket was swollen and had a rash. A list of materials related to the device components was requested from the health care professional (hcp) to rule out an allergy before an infection was confirmed. The list of products was provided. Further information was provided by the field representative. The pacemaker system was explanted. It was provided that the physician thought the system was infected but the patient thought it may be an allergic reaction. The field representative had no further information and it is unknown if it will be returned.